Manufacturer narrative:
The controller has not returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. The product was not returned for analysis. The reported event for the controller display issues could not be confirmed. However, the patient controller logs were analyzed and no abnormalities were noted. The root cause of the reported event could not be determined. Based on the review of the limited information there is no evidence to suggest a device malfunction as the cause that led to the reported event. No additional information will be forthcoming.

Event description:
This event involves a patient who experienced screen display issues with the controller approximately 5 months post heartware lvad implantation. The patient reported that while changing one of the batteries, the screen on his/her controller turned black, the patient waited for the screen to recovered but it was unsuccessful. For this reason, the site decided to perform an elective controller exchange. A new controller was given to the patient and the event was resolved without patient injury.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad® controller (B)(4) in relation to the reported event. These included visual inspection, controller log analysis, ti gas gauge testing, and manufacturing testing for the batteries. The returned controller showed no signs of abuse or physical damage. The event was confirmed via controller log analysis which revealed that on the date of the event, two separate controller power-ups occurred. The power-ups would have occurred following a power-down, which would have created the display blackout. The display blackout is a normal reaction when all power sources are removed from the controller. In summary, the device passed all functional testing and performed as intended. However, in addition to the controller, the batteries were tested in order to establish their role on the reported event, the test revealed an early depletion of a cell pair in 2 of the 4 batteries returned. This finding was re-assessed per our sop requirements, and determined to be reportable. This is related to reports (3007042319-2013-00162 and 163) submitted for devices related to the same event.